Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. Concomitant medical products: ddbc3d4, ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead alert was triggered for oversensing and noise. It was also reported that the right atrial (ra) lead exhibited low impedance and noise. The rv lead was reprogrammed. Approximately one week later, both the rv and ra leads were explanted and new leads were implanted on the right side. No patient complications have been reported as a result of this event.